Manufacturer narrative:
No medical records or medical images have been made available to the manufacturer. As the lot number for the device was not provided, a review of the device history records could not be performed. The device has been returned to the manufacturer for evaluation. The investigation of the reported event is currently underway. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Event description:
It was reported that the patient's neck was swollen during blood transfusion. The device was removed and noted to have crack on the catheter near the 10cm and 11cm mark. The device was placed via the left internal jugular vein. There was no reported patient injury.

Manufacturer narrative:
Manufacturing review:a complete manufacturing review could not be performed, as the lot number is unknown. Investigation summary: one x-port isp with groshong catheter were returned for evaluation. Visual inspection identified four different leaks along the length of the catheter. Therefore, the investigation is confirmed for the alleged subcutaneous leak. Some aspects of the leak appeared to be due to sharp instrument (needle) damage; however, the definitive root cause could not be determined based upon the available information. It is unknown if patient and/or procedural issues contributed to the reported event. Labeling review:the review of the IFU (instructions for use), indications, warnings, precautions, cautions, possible complications, and contraindications showed that the product labeling is adequate.h11:section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that the patient's neck was swollen during blood transfusion. The device was removed and noted to have crack on the catheter near the 10cm and 11cm mark. The device was placed via the left internal jugular vein. There was no reported patient injury.